Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history but not duplicated due to an out of calibration air-in-line printed circuit board. The air-in-line printed circuit board was re-calibrated to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The field service engineer reported on behalf of the facility a colleague infusion pump with an 810:11 failure code. The event was reported to have occurred upon power up. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.